Event description:
A customer reported a malfunction alarm identified as code 12-0x2071 with their device. There was no information provided concerning any adverse impact on the customer¿s blood glucose level. After investigation, it was noted that the pump started, charged, and was recognized by the computer. A replacement pump with the serial number (B)(6) was sent with the defective device expected to be returned by the customer. No additional information was received regarding the outcome of the event.